Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address low bg. Additionally, it was reported that the pump battery could not be charged. A replacement cable and wall adapter were sent to the customer to address the issue.